Event description:
It was reported to gore that a pt underwent a procedure to repair an incarcerated ventral hernia. During the procedure, it was observed that there was bowel strangulation and perforation. A ileostomy was performed with primary hernia repair. Approx (B)(6) months post op, the pt underwent ostomy reversal and the repair was reinforced with an underlay of gore bio-a tissue reinforcement. (B)(6) post operative, the pt developed an infection which was managed with antibiotics. One month post antibiotic therapy, the pt presented with an abdominal wall abscess and a second procedure was performed. The surgeon reported that approx (B)(6) months after implanting the mesh, he observed that bowel was adhered to the mesh and portions had eroded into the mesh which was described as fistulization. The bowel was dissected from the mesh and a resection was performed. The pt is doing well.

Manufacturer narrative:
Exact date of implant is unavailable and estimated to be between (B)(6) 2011- (B)(6) 2012. Pt weight estimated to be (B)(6). The lot# is unavailable and the device was not returned therefore, a review of the manufacturing records and a direct product analysis could not be performed. It should be noted that the instructions for use describes the potential for such occurrences, "possible adverse reactions are those typically associated with any implantable prosthesis, and may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma and recurrence."